Manufacturer narrative:
The service rep replaced cpu. Upgraded system to accomidate new system cpu. Installed new system interface, u3 chip on video controller and release 29 software. System booting up normally.

Event description:
The customer reported the 8800 customer called in that system would not boot up fully each morning. System would boot up after bootup was attempted several times.